Event description:
It was reported that the pt underwent a cervical procedure using anterior cervical plate and screws. It was reported that the locking screw of the plate did not work properly. It was reported in 2009 that the "improper functioned" plate was implanted in the pt. No pt complications were reported.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs. In addition, this part is not approved for use in the united states; however, a like device catalog # 876-132, was cleared in the united states.